Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture from sweat. Customer's blood glucose was 103 mg/dl. The customer also reported a button error alarm occurred on the insulin pump after the moisture exposure. It was also found the buttons were unresponsive on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.